Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d11: concomitant med products and therapy dates: exprsew iii ac+ rtn plate 1ea, (B)(6) 2024. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (69742), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Report 2 of 2 for event it was reported by the sales rep in japan that during arthroscopic rotator cuff tear surgery on (B)(6) 2024 after opening the package the autocapture passer was inserted horizontally into the loading tool and pulled out to attach it to the main unit according to the manual, but the plate in question was not attached to the main unit. According to the reporter, subsequently, the exprsew iii ac+ rtn plate device fell from the instrument stand and could no longer be used. It was reported that the second plate was opened and an attempt was made to install it, but it did not seem to fit as well as the first one. It was further reported that because the two consignments were all opened, the retention plate of the one that was opened later was carefully restored. The inner core was removed from the outer housing and the retention plate was reinstalled. According to the reporter, it took about five minutes to repair, but the surgeon managed to install and use it. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.